Event description:
It was reported the programmer does not start up. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 2067, rf head. (B)(4).

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis was unable to confirm the customer comment that it did not start up.the programmer functioned as required. Product ID 2067 radio frequency programmer head; (B)(4).

Event description:
It was reported the programmer does not start up. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.